Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a drug infusion pump. It was indicated that he was homeless, hurt, and scared to fall asleep. He couldn¿t lie on his back, swallow food right, and work or stand for more than an hour. It was also noted that he couldn¿t have a relationship or have kids ever again. He was paralyzed for life and had pain so bad that ¿you wish you would just go to heaven early sometimes¿. It was also noted that he was bullied by people and ¿made fun of over sex¿.